Event description:
It was reported that the user, while addressing high blood glucose, entered multiple meal announcements as corrections on the ilet, after which glucose dropped to 40 mg/dl; the user self-treated with chocolate and received education not to use meal announcements as correction boluses. Symptoms included hypoglycemia preceded by hyperglycemia reaching 400 m/dl. Outcomes included serious injury and the need for oral glucose treatment. Investigation included communication with the user and analysis of information provided. Investigation of this case revealed no device problem and identified a usage problem related to an improper method, associated with user interface interactions. It was concluded, based on previously established findings for similar reports, that the cause was failure to follow instructions and an unintended use error.